Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the inflow cannula moving towards the ventricular wall was confirmed based on the submitted computed tomography angiography (cta) images. A specific cause for the inflow cannula alignment issue could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 20jan2021 through 21jan2021. Persistent pi events were observed throughout the file. The corresponding periodic log file contained data from 10jan2021 through 21jan2021. No atypical events or alarms were observed in each log file. The submitted log files showed that the pump operated as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23may2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s device had several pulsatility index (pi)/suction events. The patient was seen in clinic and an echocardiogram (echo) was performed and did not reveal any major changes but the inflow cannula anatomically moved towards the ventricular wall. The account communicated that the patient felt the pump from implant, but the pi/suction events were occurring more in the last month. The account stated that they were able to replicate the speed drop in the clinic when the patient laid back on the examination table. The patient felt mildly dizzy during the speed drop. It was noted that the patient was listed for transplant at a different hospital and they would be updated on the patient status.